Manufacturer narrative:
H3. Analysis of the pump identified that the device passed all testing in the laboratory and no anomalies were identified. Analysis of the 8780 catheter identified a kink in the catheter body. Analysis of the 8784 catheter identified the catheter body to be deformed in shape, however it did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: catheter. Product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Product ID: 8784. Serial#: (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-mar-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 25-may-2025, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 17-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine .8081 mg p/day 1 mg/ml fentanyl 242 mcg p/day 300mcg/ml bupivacaine 1.2122 mg p/day 1.5 mg/ml via implantable pump. The healthcare provider (hcp) reported that the catheter was revised on (B)(6) 2023 due to insufficient flow from the catheter. It was noted that the patient had withdrawals and was admitted into the hospital. After the catheter revision, the patient reported temporary relief, but withdrawal symptoms recurred on (B)(6) 2023. The rate was increased by the hcp to relieve the patient withdrawals symptoms. The pump was interrogated, and logs were checked to verify that the pump was not showing any motor stalls or showing any active alarms. The surgeon, managing physician and the patient decided to change the entire system. On (B)(6) 2023, the pump, catheter, and anchor were explanted, and a new pump and catheter were implanted. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.